Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 30) occurred during the loading sequence. Customer's blood glucose level was 68 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.